Manufacturer narrative:
This report is submitted on february 20, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient underwent surgery to electively explant the device on (B)(6) 2018. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on may 06, 2019.